Event description:
During a routine angioplasty this pt had a lesion in the mid-distal rca. A cypher 2.5 x 18mm cypher stent was successfully implanted. The physician then attempted to deploy a 3.0 x 28mm cypher stent proximal to the previously implanted stent. However, the cypher would not cross the lesion so he attempted to use a buddy wire and also failed. Several wires were attempted however, none succeeded. At one point the guiding catheter and wire positioning were lost. After reengaging the guide catheter the physician injected contrast and noticed "a flap". A wire was never able to cross again. The system was removed as a whole. The pt complained of chest pain and had EKG changes. Pt was taken emergently to the o.r.